Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. Evaluation inspected the device but did not observe any symptom or potential cause of occlusion related errors, however, occlusion testing was not performed to test the ability of the device to detect present occlusions. The device was not fully investigated in relation to the customer allegation. Full release testing will be performed to ensure proper working condition of the pump prior to return to the customer. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an intermittent occlusion failure. It could not consistently trigger both upstream and downstream occlusions during routine testing. There was no patient involvement. No additional information is available.